Event description:
The reporter alleges, that connector and the inflation line were separated. After removal of tube shaft from the trachea the condition of pt was good and no injuries reported.

Manufacturer narrative:
The alleged incident occurred in a foreign country and medical device vigilance report submitted by MFR, under product catalog number 120304. Product sold in the USA under catalog number 120381090. Results of evaluation not available at time of this report. Follow up report to be filed at completion of investigation.